Event description:
Complainant alleged that while treating a patient with an asystolic heart rhythm (age & gender unknown) the device analyzed, charged, and delivered energy to the patient on its own. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.